Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter has a hole. The following information was provided by the initial reporter: during a routine in-process testing of samples for bd insyte¿ autoguard¿ bc, a hole in the catheter tubing was detected near the nose of the catheter adapter. Date: (B)(6) 2024. Patient required 2nd IV placement as device was noted to be leaking at the hub at the time of placement.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 20g x 1.0 inch insyte autoguard IV catheter with blood control from lot #4116721. The sample exhibited evidence of use. The IV catheter had been removed from the needle and the needleless injection cap was attached to the pink luer adapter. No damage was observed from a visual observation. As it was reported that a hole was detected in the catheter tubing near the nose of the adapter, the returned unit was tested for leakage. Leakage was confirmed from under the nose of the pink adapter. The pink adapter was removed and a pinhole was observed at the leading edge of the wedge. Damage at this location would not likely occur in the clinical environment as the hole was located within the catheter adapter. The observed damage may occur during the assembly process when the tubing is assembled to the catheter adapter. Misalignment may result the catheter tubing being pinched and/or punctured. Per our quality plan, inspections for damaged adapter/catheter tubing are performed periodically during the manufacturing process to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.